Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they allege insulin pump for high blood glucose under delivery. The customer¿s blood glucose level is 17 mmol/l. The customer was treated with manual injection and bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.